Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 21 devices were evaluated in the field and the issue was confirmed; 17 units had broken/damaged components, 3 units had bent components, and 1 had a dirty component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance. 21 events had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.